Manufacturer narrative:
The device was not returned for evaluation.

Event description:
The inclose mesh was implanted in 2007 following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc at l4-l5. One week after the initial surgery, it was suspected that the mesh had dislodged. Exploratory surgery performed a week later revealed that the mesh had expulsed, migrating into the spinal canal. The mesh was removed without incident and there were no continuing adverse effects.